Manufacturer narrative:
This report is submitted on september 21, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to infection of skin flap. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported by the patient's surgeon that the patient had suffered a trauma to the implant site, resulting an extrusion of the receiver-stimulator and infection of the flap tissue. During explantation the device, the electrode array was left insitu in order to preserve the cochlea for future reimplantation.